Event description:
It was reported that the patient was experiencing bleeding at the surgical wound. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.